Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, recurrence and bowel problems. It was reported that the patient concurrently underwent cystoscopy and anterior colporrhaphy, laparoscopic lysis of adhesions and pelvic dissection and laparoscopic left salpingo-oophorectomy.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.